Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged and was coiled in the pocket. The lead was explanted and replaced. During the lead revision, the cardiac resynchronization therapy defibrillator (crt-d) set screw would not engage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.